Event description:
On (B)(6) 2024 an ilet user reported experiencing high blood glucose (bg). The user reported their bg was 495 mg/dl and their ketones were moderate to high. Despite feeling okay, they reported increased urination and thirst. Upon removing the infusion set site, the user noted a bent cannula. They were using the convatec inset (23", 6mm) teflon cannula infusion set. They did not use backup therapy for their high bg levels, and ketone testing revealed a result of 6.2. The user reported they did not follow their ketone action plan (kap). The user attributed their condition to a recent pet scan. The user also reported experiencing weight loss, mental confusion, and dry mouth. At the time of this call the user did not seek any professional medical intervention. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user. The user reported they were admitted to the hospital at 6:00 pm pst on (B)(6) 2024 and placed in a room around 9:00 pm pst. They were feeling slightly "different," experiencing dizziness and fogginess. Two cat scans did not reveal any abnormalities. While admitted, the user received novolog through an IV drip. The user was discharged from the hospital on (B)(6)2024. The user reported they will be switching to the convatec contact detach (23", 6mm) steel cannula infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The device's audio setting was changed to "off" and the high glucose alert was turned off. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended and this hyperglycemic event was caused by an infusion set failure. In addition, the user did not follow their ketone action plan and had the high glucose alert turned off and device volume set to "off", all of which contributed to the severity of the event.